Event description:
Olympus was informed that during the unspecified gastrointestinal endoscopy a part of biopsy valve had been broken away and blocked the channel of the endoscope. Since the physician had not been able to insert unspecified endotherapy tool into the channel of the endoscope, he had been forced to change the schedule of the procedure. There was no patient injury reported.

Manufacturer narrative:
The referenced device was not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the patient's outcome cannot be conclusively determined. However, judging by the precedents, omsc attributed this phenomenon to mishandling of the device by the user. Also, the maj-1555 instruction manual states the notice for the handling of the device. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.